Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pi events. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the events were possibly caused by the patient¿s aortic regurgitation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained data from 8:38:15 through 10:18:37 on 20aug2021, per the timestamps. Average pulsatility index (pi) typically ranged from 1.7-4.9, with 128 pi events recorded throughout the approximate 1.5 hour time period. No atypical events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16dec2020. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 1 of the IFU also addresses all pump parameters, including pulsatility index (pi). In reference to pulsatility index, section 1 and section 4of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's thrombus event in (B)(6) is referenced in MFR 2916596-2021-02339. No further information was provided,. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that over the past few days the patient was asymptomatic but had very frequent pulsatility index (pi) events with overall lower pi and lower flows. The cause of the pi events was thought to be aortic regurgitation. The patient had a previous thrombus event in (B)(6), which appeared to resolve on echocardiogram (echo). An echo was done on (B)(6) 2021 and a clot was still noted on the aortic valve. A log file analysis showed pi events on (B)(6) 2021 from 08:38:15am to 10:18:37am. These pi events caused the heartmate 3 ventricular assist device (vad) speed to drop to its low speed limit, which was set at 5500 rpm. There were no alarms for the event. The patient was being worked up for acute rehab disposition.